Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, the patient stated that one of the supply bags had disconnected from the line and leaked. The renal therapy service agent advised the patient to start therapy over with all new supplies. The patient did not see any damage to the shipping carton of over pouches. The patient reported that the connections had been easy to make and were secure. There was no patient injury or medical intervention associated with this event. No additional information is available.